Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/13/2025, it was reported by a sales representative via (B)(4) that an ar-4020c-09 fastthread biocomposite interference screw broke into three pieces during use. The case was completed using another one with the same lot number without issues. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/20/2025: ar-4020c-09 fastthread biocomposite interference screw broke into three pieces while inserting the screw. All fragments were retrieved from the patient. They used another 9x20 interference screw to complete the case. There was no case delay or added anesthesia administered to the patient. The graft used in the procedure was a quad tendon. This was discovered during an acl reconstruction procedure on (B)(6)2025.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.